Event description:
A report was received that the patient's pocket site is painful, red, tender and buldging. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient's pocket site is painful, red, tender and bulging. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. The physician elected to use the same pocket site. The patient is doing well following the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.